Event description:
A customer reported their adc meter turns on and then off upon strip insertion and as a result of being unable to test, he experienced dizziness and confusion while watching tv on (B)(6) 2011 at 5pm. The customer further reported "he later lost consciousness, hit his head and felt nauseous afterwards." Customer drank some apple juice, but did not take any medication or eat anything. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.